Event description:
A serum sample was negative with testpack plus human chrionic gonadatrophin combo obc. A quantitative test was performed on the sample and was 66 miu/ml. No furhter info was provided.